Event description:
It was reported by the patient that their implantable pulse generator (ipg) became infected. The ipg system was explanted approximately seven weeks post implant, and was replaced with a leadless ipg system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.